Manufacturer narrative:
Firefighters were called to help the customer and had to remove sections of the rail for the extraction. When the service technician arrived at the house he noticed that sections of the rail were disassembled and a cinder block was under the rail close to the carriage for support. Acorn cannot determine the root cause of the stairlift not stopping at the mid-level charge point. The stairlift was found with loose wiring to the charge station and the top charge pin making intermittent contact with the charge point. Either of the aforementioned issues could have caused the problem the customer reported on (B)(6) 2020; however, the firefighters disassembled the rail and propped the rail with a cinder block. This affected acorn's ability to decipher the damage done by the firefighters and any possible issues with the mid-level charge station.

Event description:
The customer contacted acorn stairlifts, inc. (Acorn) on (B)(6) 2020 to report that his stairlift would not stop at the mid-landing charge point. Acorn scheduled a service visit for (B)(6) 2020. The customer's son called acorn on (B)(6) 2020, stated that his father was in the hospital because he fell between the rail and the bookshelf. The customer became trapped and was discovered by his aid who was not able to get into the house on (B)(6) 2020. The customer's son did not specify how his father was injured but stated that he had been in the hospital for three days (as of the (B)(6) 2020 phone call) and nothing was broken. Acorn interviewed the customer's son on (B)(6) 2020 during the investigation visit. According to the son, between the evening of (B)(6) 2020 and the afternoon of (B)(6) 2020 his father heard a grinding sound as he was riding the stairlift to the mid-level of his house. The stairlift did not stop when it reached the mid-level charge point. While the customer was trying to get the carriage on the mid-level charge station, he fell between the rail and the bookcase.